Event description:
It was reported that the patient presented in clinic on (B)(6) 2018. It was noted that the right ventricular lead exhibited low, high voltage lead impedance. It was further noted that the patient was involved in a car accident earlier on (B)(6) 2018. No intervention was reported. The patient was stable before, during and post in-clinic visit.